Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms not activating when the centrimag pump suddenly stopped was not confirmed. Additional information provided communicated that no log files were available for review. The centrimag console was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 9: ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1: "appendix I: primary console alarms and alerts" cover all alarms (auditory and visual), including system, motor, and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was on a pedivas system and the blood pump stopped without any warning alarms. There was no magnetic pull from the motor and the flows went to zero. The pump was exchanged with the backup motor and flows resumed.